Event description:
The end user reported a 2 to 3 week history of open areas at base of urostomy stoma on left side when looking down. They stated they had an area to right side of their actions that is now healed. The user also reported that the areas are open with some bleeding.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported he uses the hollister adapt ring 7805 with wafer, and he does not feel like the wafer came in contact with the stoma. He reported that he changes his wafer every 2 to 3 days. Use of powder, barrier wipes and protection to stoma was reviewed with the end user. He is unsure of his stoma size and size he is cutting the wafer. Since he is on coumadin, the end user was advised to notify physician of bleeding. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.